Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor and transmitter issue, and customer was not manually monitoring bg levels. Bg was treated with glucose gel. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage. Customer acknowledged the pump and related supplies were functioning as intended.